Event description:
It was reported that during a prostate procedure, after 148,092 joules and 17:52 minutes of use, the metal cap came off and was retrieved and the laser was not working well. The fiber was exchanged and the procedure was completed with a second fiber. No injury was reported.